Manufacturer narrative:
The customer¿s reported problem was confirmed. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in track wise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
(B)(4). Case description: (B)(6) called about an issue with a pcu not connecting to the server. Failure device type: failure problem type: failure mode: case resolution: the pcu hadn't connected to the server since (B)(6) 2016. We exported the settings from a working pcu and imported into asm. We then transferred those settings to the non-working pcu and it was able to connect to the server. Closing case.